Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/85: [missing records: records for ¿hernia repair¿ were not provided.] ??/??/86: [missing records: records for ¿hernia repair¿ were not provided.] 04/??/90: [missing records: records for ¿hernia repair¿ were not provided.] (B)(6) 1992: [missing records: records for ¿hernia repair¿ were not provided.] ??/??/94: [missing records: records for ¿hernia repair¿ were not provided.] 05/??/99: [missing records: records for ¿hernia repair¿ were not provided.] ??/??/01: [missing records: records for ¿ventral hernia repair with mesh¿ were not provided.] (B)(6) 2002: (B)(6). Pre-op history and physical. Incisional hernia. This is a 43-year-old white female. She has had multiple abdominal surgeries for repair of incisional hernias. I first saw her in the mid-1980s for an incisional hernia she developed at work. I repaired this for her and she did well. In (B)(6) of 1990 she developed another hernia which required repair. In (B)(6) of 1992 she had another hernia which required repair and she again recovered without complications. I did not see her again until (B)(6) of 1999. At that time she had developed two midline recurrences that required repair. Again she had no complications. On (B)(6) 2002, I saw her again with another midline incisional hernia. It was painful, but reducible with difficulty. History: 1) hysterectomy for malignancy when she was a teenager. This was followed by chemotherapy and radiation to her abdominal wall. 2) she began to develop her hernias in her adult years is a direct result of her job and abdominal wall weakness secondary to her original surgery. Currently employed by the waffle house. Hysterectomy was done due to ovarian tumor at age 16. Rarely uses alcohol. Smokes ½ pack of cigarettes a day. On no medications. Exam: moderately obese. Tender over hernia. Abdomen: multiple well-healed surgical scars. Mesh has been placed in some of these hernias to repair them. Current problem is in lower midline. Hernia is reducible. Impression: incisional ventral hernias. Plan: surgery to correct this utilizing mesh. Possible 23-hour admission. (B)(6) 2002: (B)(6). [Illegible physician]. Pre-anesthesia evaluation. History: tah age 16, 1975. Hernia repair ¿86 & ¿94. Laxatives as needed. Class ii airway from tmj. (B)(6) 2002: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation performed: repair of incisional hernia with composix dual mesh. Findings at procedure: this patient has had multiple abdominal hernia repairs. Her history was significant in that when she was 16-years-old she underwent operations for ovarian carcinoma as well as radiation and chemotherapy. As she got older her intrinsic abdominal muscles became much weaker. This will be the 5th incisional hernia that she has had. Interestingly none of these incisional hernias had previously been repaired except by me. This is in the lower midline of the abdomen in a place where she has not had one previously. Procedure in detail: ¿after adequate level of general endotracheal anesthesia was received the patient¿s abdomen was prepped with betadine and she was placed on the operating table in the supine position. She was slightly hyperextended. The incision was made around the umbilicus extending down through just proximal to the symphysis pubis. It was extended into the subcutaneous tissues where all bleeders were eletrocoagulated. One hernia sac was identified at the level of the umbilicus with a small defect. A very large hernia sac was identified 2 cm distal to this. These were opened and joined. Lysis of adhesions was performed. Hernia sacs were excised. The dissection was carried back to new fascia. Once this was accomplished a dual mesh was placed shiny side down. It was sutured circumferentially with a running suture of 2-0 nylon. She was then copiously irrigated with antibiotic solution. The mesh had been soaked in gentamicin solution prior to insertion into the wound. All bleeders were controlled by electrocoagulation. The patient was then forced into valsalva and there was no evidence of herniation. The subcutaneous tissues were closed with a running suture of 3-0 vicryl. The skin was closed with skin staples. Tegaderm dressing was applied. Estimated blood loss for the procedure was less than 30 cc. Blood loss replaced: none. The patient tolerated the procedure well and left the operating room in good condition.¿ (B)(6) 2002: (B)(6). Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlmc04. Lot#: 01120565. Records confirm a gore® dualmesh® biomaterial (1dlmc04 / 01120565) was implanted during the procedure. (B)(6) 2002: (B)(6). Pathology report. Spec #: (B)(6). Specimen: hernia. Operation: hernia repair with mesh. Preop diagnosis: incisional hernia. Specimen(s) and location: hernia sac. Final diagnosis: hernia sac. Gross description: the container is labeled ¿sabrina marion, hernia sac¿. The specimen consists of a piece of membranous and fatty tissue measuring 7.5 x 4.0 x 0.7 cm. A representative section is submitted. (One block). Microscopic: a dense connective tissue wall is lined on one aspect by mesothelium. Some adipose tissue is included. (B)(6) 2012: (B)(6). [Illegible physician]. Office notes. Weight: 243. [Illegible] defect [illegible] and left of midline. This time picked up 6 cans [illegible]. Felt stretch/ [illegible]. Diagnosis: ventral hernia. (B)(6) 2012: (B)(6). Radiology-CT abdomen/ pelvis. Flank pain. Small gallstones and calcification of gallbladder wall is present. 2 large ventral hernias. The more proximal hernia contains transverse colon and distal hernia contains small bowel and colon without obstruction. Diastases distally measures at least 6.5 x 6.6 cm. No renal or ureteral calcified calculi noted; however right ureter and renal pelvis are dilated and clinical correlation is necessary. (B)(6) 2012: (B)(6). Office notes. Presents with hernia. Patient referred by dr. (B)(6) for gen. Surgical assistance with a very large, complex recurrent incisional hernia. Prior surgery includes multiple ventral hernia repairs with mesh, most recently in 2001 by dr. (B)(6). She reports enlarging bulge in her abdominal wall. She had some recent nausea and vomiting around the time of passing a kidney stone in march and was seen in ER by dr. (B)(6). CT scan from 03/03/12 done at university hospital is independently reviewed and shows complex recurrent incisional hernia with multiple defects; defect in the epigastrium measures 5 cm in transverse plane, and the lower defect measures up to 9 cm between the rectus muscle edges and contains a significant volume of intestinal contents within the hernia sac, without obvious obstruction. There is a small fascial bridge between the 2 defects. There is a piece of mesh retracted to the left lateral edge of the lower hernia defect that measures approximately 5 cm in greatest dimension. Total craniocaudal distance from the most apical hernia defect to the most caudal is 17 cm. Gallstones and calcified gallbladder, along with some nonobstructing kidney stones are noted on the study. She was treated for her kidney stone with pain medicine and IV fluids, and reports this has improved. She does have discomfort and pressure associated with the hernia in her lower abdominal wall. She denies severe abdominal pain presently. Case discussed with dr. (B)(6). Review of systems: fatigue, dizziness, constipation, urinary frequency/ urgency. History: hernia repair with mesh by dr. (B)(6) 2001, hernia repair 1990 and 1985, hysterectomy 1975. Former smoker: 1.0 packs per day for 22 years, quit 04/18/11. Abdominal exam: obese but non-distended, normoactive bowel sounds present, without bruits. Very large ventral hernia in lower abdominal wall, without peritonitis. Upper abdominal fascial defect is smaller. Both are soft, and the apical defect is reducible. Lower defect is not reduced, due to discomfort. No rebound/ guarding. Had microscopic hematuria noted with passage of kidney stone in march. Assessment: 1) ventral hernia. 2) gallstones. Discussed patient¿s complex, recurrent ventral hernia and risk of incarceration and strangulation, with the possible associated signs and symptoms of nausea, vomiting or increasing bulging or pain at hernia site. Patient verbalized understanding and agreed to be evaluated immediately if these signs or symptoms occur. Discussed open ventral hernia repair, with possible component separation and the potential operative risks of hernia recurrence, seroma, fistula, chronic pain or numbness, bleeding, infection, scar, injury to nerves, blood vessels, internal organs or other nearby structures, in addition to risks of anesthesia. Patient verbalized understanding and all questions were answered. Patient requests hernia repair, and we will make arrangements to proceed with this in the near future. Based on her hernia anatomy, I would anticipate she would need approximately 27 x 20 cm piece biologic mesh in an underlay fashion and probable bilateral component separation, with dr. (B)(6) assistance. Need for panniculectomy would be at his discretion. Recommended open cholecystectomy for gallbladder disease, with or without cholangiogram. (B)(6) 2012: (B)(6). Operative report. Assistants: (B)(6). Preoperative diagnosis: incarcerated recurrent ventral hernia. Postoperative diagnosis: incarcerated recurrent ventral hernia. Operation: 1) repair of ventral hernia with implantation of surgimend mesh. 2) component separation with a left muscle flap advancement. 3) panniculectomy. Anesthesia: general. Complications: none. Drains: two 10-mm blake drains. Counts: correct. Mesh implantation: a 25 x 20 cm of surgimend. Description of procedure: ¿patient was taken to the operating room by dr. (B)(6), who performed a lysis of adhesions and removal of intraperitoneal mesh. The hernia was incarcerated requiring release and reduction of the hernia. After this portion of the procedure, I assisted in helping him perform a cholecystectomy. The patient had a 19 x 15 cm hernia defect that could not be closed without tension. It was decided to perform a muscle flap component separation repair. The skin and subcutaneous flaps were elevated on the left side to the anterior axillary line just inferior to the ribcage superiorly and down to the groin inferiorly. An incision was performed through the external oblique aponeurosis and muscle from the ribcage down to the groin. The rectus muscle was then advanced medially. See dr. (B)(6) note for the release and muscle flap on the right side. Once this was completed, placement of a surgimend acellular dermis was then performed. It was placed as underlay. It was a 25 x 20 piece of mesh that was oriented in diamond shape and cut to approximately 25 x 12 cm. It was secured with multiple #1 nylons in a mattress fashion as an underlay. The fascia was then reapproximated in the midline with running #1 nurolons. Two 10-mm drains were placed. Patient had a large amount of excess skin and fat in the lower abdomen that was poorly vascularized due to the skin and subcutaneous flaps. A panniculectomy was performed to remove this excess tissue and also would enable less weight on the incisions and hopefully help reduce recurrence of the hernia as well. The skin and subcutaneous flaps were elevated after making a groin incision from hip to hip. The excess fat and skin that could be removed was determined and excised. The incisions were then closed in an ¿anchor¿ shape with #1 pds, 3-0 monocryls and staples. The drains were tacked with 2-0 silks. Sterile dressings and a binder were placed. The patient was extubated and went to the recovery room in good condition without complication.¿ (B)(6) 2012: (B)(6). Operative report. Assistants: (B)(6). Preoperative diagnosis: gallstones, retained old mesh and multiply recurrent complex ventral hernia. Postoperative diagnosis: gallstones, retained old mesh and multiply recurrent complex ventral hernia, extensive intraabdominal adhesions and gross evidence for chronic cholecystitis. Operation: exploratory laparotomy with extensive adhesiolysis and mesh removal x 2 and cholecystectomy, and right component separation, and assist with repair of complex recurrent incarcerated ventral hernia. Anesthesia: general with dr. (B)(6). Findings: the patient had extensive adhesions requiring adhesiolysis for approximately 1 hour. The gallbladder was found to be grossly inflamed and the biliary anatomy was normal. There were 2 distinct ventral hernia meshes which were excised. The ventral hernia left a diastasis well over 10 cm requiring bilateral component separation and biologic mesh underlay reinforcement. Please see dr. (B)(6) note for details about the mesh placement and hernia repair and left component separation. Estimated blood loss: 50 ml. Specimens: gallbladder and gallbladder aspirate. Complications: none apparent. Indications for procedure: the patient is a pleasant 53-year-old female who presents with a multiply recurrent complex ventral hernia after several prior hernia repairs, including hernia repairs with mesh. She requests hernia repair with component separation and mesh placement as discussed, after a detailed discussion on the risks, benefits and alternatives for the procedure. She also requests cholecystectomy at the same time as she is found to have gallstones. We also discussed weight loss as a strategy to reduce her comorbidities and risk of recurrence. She is currently working on that. Description of procedure in detail: ¿the patient presented to the operating room at university hospital on (B)(6) 2021 [sic]. A time out was performed to confirm proper patient, proper procedure, proper site. All in attendance are in agreement with the medical record. Preoperative antibiotics and dvt prophylaxis are confirmed. General anesthesia is induced, foley catheter is place [sic] using sterile technique by the or nursing staff. The abdomen is prepped and draped in the usual sterile fashion. Midline incision is made and carefully taken down through the subcutaneous tissue. There are 2 major hernia defects, 1 in the upper midline and another in the lower midline. The lower midline defect contains numerous loops of bowel, both large and small and omentum within the hernia sac. This is all densely adherent and incarcerated but without evidence of obstruction. The bowel is all viable in appearance. Adhesiolysis is undertaken for approximately 60 minutes to free up all of the adhesions. There were no enterotomies made. The upper defect is likewise dissected out. There is just a small bridge of fascia between the 2 major defects. There are 2 hernia meshes which are pushed off to the side away from the fascia, the lower mesh is pushed off to the left side, the upper mesh is displaced as well. These meshes are both excised and submitted for gross only specimens. They did not appear to be grossly infected. The fascial edges were cleaned up, the visualized portions of the intestines were normal, there were no obvious tumors. Liver and stomach are normal in appearance, the gallbladder is grossly chronically inflamed, there are numerous gallstones within it. The gallbladder is gently dissected away from the liver bed. Please note that dr. (B)(6) assisted with adhesiolysis and cholecystectomy, as well as the right rectus muscle flap advancement. The gallbladder is dissected down to the infundibulum. The cystic duct and artery are dissected as the only 2 structures entering the gallbladder, these structures are multiply clipped, sharply divided and the gallbladder is passed off the field. There was some decompression required of the gallbladder as it was tense and filled with mucosus, that mucous was cultured. There was minimal spillage in the gallbladder fossa, which was irrigated and suctioned out. The liver bed was re-inspected and found to be hemostatic, there was no leakage of bile, and clips were secure. Attention was then turned to the hernia defect. Please see dr. (B)(6) note for full details of the hernia repair. I did assist him with this part of the procedure. The gap between the rectus muscle edges were quite large approximately 10 cm, we decided to do bilateral component separations. The left component was released by dr. (B)(6), and I assisted. The right side was released by myself after raising a subcutaneous flap and dissecting out to the right flank just over the fascia. The external oblique fascia was incised and released from costal margin to iliac crest, this permitted rectus flap advancements by 7 to 8 cm. At this point the midline came together relatively tension free. Dr. (B)(6) then selected a piece of biologic mesh 20 by 25 cm surgimed [sic]. This was hydrated and placed in a underlay position using transfascial #1 nylon sutures every couple of centimeters. The midline was closed with permanent running suture. He did a panniculectomy as well. I left the room during that part of the procedure, and his operative note will contain the details about that portion of the procedure. The patient was then awakened and taken to recovery after instrument and sponge counts were reported as correct. She will be admitted for postoperative observation and pain management.¿ (B)(6) 2012: (B)(6). Pathology report. Case no.: (B)(4). Operation: repair ventral hernia with mesh, cholecystectomy, compound separation with muscle flap. Specimen: a) old mesh. B) gallbladder. Pre-operative diagnosis: gallstones, ventral. Diagnosis: ¿a¿ (gross diagnosis): consistent with mesh. (Microscopic). ¿b¿ ¿ gallbladder, cholecystectomy: chronic cholecystitis. Calcification of the gallbladder wall with reactive epithelial changes. History: gallstones, ventral hernia (co). Gross description: specimen ¿a¿ is designated ¿old mesh¿, labeled with the patient¿s name and medical record number. Received are two fragments of foreign mesh-like material and very scant attached fibroadipose tissue. The mesh measures approximately 13 x 10 x 0.5 cm. Gross diagnosis: consistent with mesh. Specimen ¿b¿ is received in formalin labeled ¿marion, sabrina ¿ gallbladder, out of body at 12:36 and into formalin at what appears to be 3:14¿. The specimen consists of one gallbladder measuring 12 x 5 cm. The serosal surface is tan-pink, smooth. The hepatic surface is tan-pink with some brown roughening. There is some hemorrhagic discoloration on both surfaces of the gallbladder, more so at the proximal and the distal end. There is a single black stitch in the distal end of the gallbladder. There is a hole in the proximal end measuring 1.5 cm in diameter. The wall of the gallbladder is markedly calcified. The usual staples are removed and the specimen if further opened to reveal no bile and also no stones. The mucosal surface is red and somewhat hemorrhagic in the proximal end. The remainder of the mucosal surface is yellowed with red-purple mottling. The wall measures up to 0.2 cm in thickness. The outside of the gallbladder is inked black. Representative sections are taken and submitted in ¿b1-b3¿ with cassette ¿b1¿ containing representative sections from the cystic duct region and ¿b2¿ and ¿b3¿ representative sections from the remainder of the gallbladder. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿ , d15: cause not established. H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, extensive adhesions w/ lysis, mesh removal, additional surgery. Additional event specific information was not provided.